Event description:
It was reported by the clinic that the patient's previously working remote monitor would not power on when the start/stop button was pressed. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.